Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and tube lip, cracked belt clip slot and minor scratches on the display window.

Event description:
Customer reported that the insulin pump alarmed button error and prior to that she tried entering her blood glucose value and the numbers kept scrolling up on the screen. Blood glucose value was 65 mg/dl; customer ate breakfast. Customer stated that her blood glucose was low because she needed to adjust her basal rate setting. Nothing further reported.